Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly with around 75% battery life and became unresponsive. The pump was connected to a power source however was unable to be turned on. The customer¿s blood glucose level was 185 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.